Event description:
Customer reported that her insulin pump was not working. She stated that the insulin pump was not alerting her when needed. The customer also stated the insulin pump was not keeping her blood glucose within range. The customer's blood glucose was 187 mg/dl. She stated she had discontinued using the insulin pump and had reverted to manual injections. Troubleshooting for high blood glucose found the customer had symptoms of high blood glucose such as nausea, vomiting, and thirst. Troubleshooting for the insulin pump found the customer's cannula was not bent or occluded. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).